Event description:
Pt complained of hip pain and clicking sound that started when sitting into a chair. Total hip replacement revised 27 months post-implantation. At revision, alignment pin in the stem was observed to have sheared.